Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that through a non-bd device log review, it was found that an under infusion of chemotherapy cytarabine occurred due to IV pump programming error. It was noted that the clinician used guardrails drug library, entered a medication concentration of 4450 mg and overrode the defaulted volume to be infused (vtbi) value of 250 ml to the actual volume of 326 ml, as indicated on the pharmacy label of the medication. A duration of three hours was entered, which resulted to a rate of 109 ml/hr. The device was then idle for seven minutes and presumed that this was due to performing an independent double check with another clinician. The infusion was started. However, the device alerted the user that the vtbi of 326 ml exceeded the default volume of 250 ml and asked is the user still wants to proceed. The user selected "no" and the infusion reverted to the infusion "parameter programming screen" but now the vtbi was reset to the default 250 ml. The user reentered the duration of three hours and did not notice that the vtbi changed, so the infusion rate was calculated at 83.3 ml/hr and infusion was started. The infusion ran at 250 ml over three hours instead of the intended 326 ml over three hours.